Event description:
Ortho sales representative contacted cts to report a false negative result with 1 patient sample with a known anti-jka antibody. The sample was run using the ortho workstation with 15min incubation time and all three cells of 0.8% surgiscreen for gel lot #vss666 were negative. From the antigram, vss666 cell 3 is positive for jka. Ocd followed up with the customer site to obtain further information. The testing was performed as part of a validation testing using known patient samples. Testing was repeated using immucor echo machine with the same sample and a positive screen (1+ to 2+) was obtained. Quality controls were confirmed to be acceptable on that day of use. Storage conditions were as per the IFU and visual appearance before use was acceptable. No incorrect or erroneous results were reported as a result of the reported concern.

Manufacturer narrative:
Ocd performed batch review, donor history and complaint review by lot. All results were satisfactory. Retain sample could not be examined as the lot had expired prior to notification of the complaint to ocd. Sample was not available to be sent to ocd for further investigation. (B)(4). Lot had expired prior to customer reporting to ocd.